Event description:
It was reported that the lead impedance had decreased. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the outer insulation and the ptfe coating of a sensing cable were abraded due to friction with the ic d can. The reported low impedance may occur when exposed filars of the sensing cable comes into contact with the ICD can. Other damage noted was sustained during the surgical procedure.